Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies and resumed insulin delivery. Reportedly, the customer is using the cartridges for 4 days. Tandem clinical support informed the customer that using the cartridges for 4 days is off label per the tandem user guide. Customer¿s blood glucose level was 153 mg/dl.